Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the reported event is due degradation and stress. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was noted during evaluation the adhesive of bending section was disconnected on both side and peeling on the uretero-reno videoscope. There is no patient involvement.